Event description:
I used a johnson & johnson waterproof band-aid to cover some lesions on my stomach and hip. They say they are made without natural rubber latex. I am allergic to latex and read labels carefully. A few minutes after applying the bandages I started itching and thought it was just dry skin. Soon after I felt my skin burning and looked at the areas covered in band-aids. The area was swollen and red, burning and itching. I removed the bandages and now have large red mounds with peeling skin where the adhesive was.